Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that upon removal a tampon fell apart leaving half of the pledget inside her vaginal cavity. She was hopeful that any remaining pieces were manually removed by her. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.